Manufacturer narrative:
Additional information was received on 12-jul-2023. It was discovered during use of biosense webster products. The physician commented that the relationship between the event and the products was unknown. Outcome of the adverse event was improved. Smartablate generator was used. Therefore, updated d10. Concomitant medical products and therapy dates field. In addition, provided the patient's gender. Therefore, processed the a3. Gender field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the blood pressure decreased during cti ablation and the intracardiac echo showed pericardial effusion, so drainage was performed. After the drainage, the blood pressure recovered, and the patient returned to the ward. Timing was at the time of cti ablation, about 1 hour after the start of the ablation. The blood pressure recovered by drainage. Atrial septal puncture was performed. Ablation was performed before pericardial effusion or tamponade was detected. No steam pop observed. Irrigation catheter was used, the flow rate setting was 15ml at the time of ablation, 2ml at the time of non-ablation. The description of health hazard was cardiac tamponade. Cf monitoring methods: real time graph; dashboard; vector; visitag. Visitag coloring settings of tag index. Additional filters in visitag of fot. Causal relationship between the product and the event was unknown. There were no abnormality prior to and while using product. Medical history was the patient has a pacemaker implanted.

Manufacturer narrative:
E1. Initial reporter phone: (B)(4). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31009656l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).